Event description:
The automatic collimator mounting ring becomes loose from the x-ray tube, presenting the possibility of the collimator falling on the pt, causing severe injury. This condition is due to threaded screw holes in the collimator spacer plate stripping out because the metal is too soft for the weight and motion requirements. Previous documentation showing the collimator mounting ring to be loose and needing to be recentered and tightened, including during the warranty period is maintained in the svc file.